Event description:
Mother of female, reported pt experiencing elevated blood glucose of 27 mmols (480-500 mg/dl) on 05/27/2006, after dropping the infusion device then going to sleep. She reported that as a result of the device being dropped, the insulin cartridge was cracked and the display screen was damaged. Pt experienced symptoms of nausea, vomiting, and was partially incoherent. Mother indicated that pt's normal blood glucose range was 7-10 mmols (125-180 mg/dl). Pt was taken to the hosp and treated with insulin drip and IV for the elevated blood glucose and dehydration. At the hosp her blood glucose was 31 mmols (540-560 mg/dl) and ketone were present. She was discharded from the hosp two days later and switched to the backup device. Pt's blood glucose returned to 7-9 mmols (125-165 mg/dl). Product is being returned.